Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that intraoperative impedance measurements with this implantable neuro stimulator (ins) showed low impedances on the whole channel 0-7 (<(><<)>50 ohm). No improvement after changing the extension. After changing the ins the problem was solved. Preliminary geo assessment: -new ins and extension -suspect short in connector due to body fluid in connector preliminary geo conclusion: no product issue. Product ID 37081-40, serial# (B)(4); product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, there were low impedances during a new implant on (B)(6) 2014. It was logged the product in question was never implanted and would be returned to the manufacturer. It was logged the low impedances were on channel 0-7 and were <(><<)>50 ohms. It was noted the diagnostic testing and troubleshooting performed was impedance testing. It was logged that the product issue was resolved and the cause of the issue was not determined. It was reported the product was replaced by a medtronic product. It was noted that intraoperative impedance measurement showed low impedances on the whole channel 0-7 at <(><<)>50 ohms. It was noted, there was no improvement after changing the extension, but after changing the neurostimulator the problem was solved. It was logged that the patient status at the time of the report was alive with no injury and there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Final device analysis for the stimulator revealed that the #0 balseal connector was damaged during the procedure. It was pushed into the connector port, causing a short between circuits. Final device analysis for the extension revealed no anomalies.